Manufacturer narrative:
The implant was received with a cover screw unattached and the implant was not fractured. The implant was examined under 10x magnification and no thread defects were found. The implant was then compared to a radiographic template (l0114 rev 07/05) and determined to be a d5mm x 10.5mm implant.

Event description:
The clinician said implant was placed in 2004 and removed in 2005 because of mobility after the second stage. The clinician identified the reason of removal as failure-to-osseointegrate.